Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an unrelated procedure on (B)(6) 2019. Upon interrogation, loss of capture was noted on the right ventricular (rv) lead. The patient reported feeling the sensation beneath the left breast when delivering an impulse through rv lead at max output. Also, the lead exhibited a decrease in r wave amplitude compared to r waves at implant. The patient reported an incident of falling at home within the time frame of the end of (B)(6) 2019 to early (B)(6) 2019. This event coincided with the sensing trend on the rv lead which showed a dramatic drop near that time. There was also rv noise noted on the lead, and it was reproducible with isometric exercises. The patient didn¿t receive any inappropriate therapy and was asymptomatic. Lead revision procedure was scheduled. The patient was interrogated pre-operatively, and the noise was unreproducible with motions. The lead was explanted and replaced on (B)(6) 2019. The patient was stable throughout the event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received noted that the right ventricular lead was exposed electro-cautery. Also, under-sensing was observed.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.